Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to the delivery of a 14j shock and a couple bursts of anti-tachycardia pacing (atp). Upon review, atrial arrhythmia was observed on the presenting and stored egms, and the ventricular arrhythmia appeared regular with morphology changes seen on the egm post-therapy. Technical services (ts) advised the health care professional (hcp) to consult cardiology to assess the patient's rhythm for ventricular tachycardia (vt) versus rapid ventricular response (rvr). Additionally, atrial intrinsic amplitude was approximately 0.4mv and out of range, and some atrial undersensing was observed. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information becomes available, a supplemental report will be created.